Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the personal therapy manager (ptm) was not calibrated. The refill date was ¿way off.¿ the patient was in for a refill last (B)(6), and (B)(6) was showing on the ptm as the refill date. Before the patient changed the batteries yesterday the refill date was what it should have been. It was also reported, the lock out time was also off. The patient usually has a lock out of 2 hours, but the day prior to the patient had to wait 6 hours at one point.